Event description:
Berlin heart was informed by the distributer that this patient with congenital heart disease who had a s/p rastelli operation before, was implanted with an excor pediatric in an lvad configuration on (B)(6) 2018. At the time of the lvad implantation, the aortic valve of the patient was surgically closed. Subsequently, the patient had uneventful blood pump changes on (B)(6) 2020 and then again on (B)(6) 2021. The distributor reported that the patient who had been doing well experienced an adverse event on (B)(6) 2021. The clinic contacted the distributor to report that the patient suffered right heart failure and died. This patients aortic valve was surgically closed at the time of the original implant due to the anatomical situation, so the excor was the only source of cardiac output, similar to an artificial heart. Use of the excor pediatric in this consideration is not intended according to the IFU.

Manufacturer narrative:
After the event the site reported the event to the distributor. The site reported that prior to the reported event, the blood pump was working well at all times. The site further reported that at the time of the adverse event, the blood pump may not have been fully filling. The clinic thought that the cause of the insufficient filling was due to a right heart failure. Initial visual & scan images did not reveal any defect. During further analysis a disruption in the air-side layer of the triple layer membrane was identified under the stabilization ring. Performance testing of the pump were performed with the parameters used at the time of event. During the testing the pump developed a pillow in between the air side and middle membrane layers. Over a testing duration of 5 hours the pumping function was continually reduced to 50%. As the aortic valve had been surgically closed at the time of implantation, and the site did not observe the membrane defect and there was no native cardiac output that was able to compensate for the reduced pump output, the site attributed the event to right heart failure. The excor pediatric IFU clearly instructs the user not to use the device in this configuration with a surgically closed aortic valve for this reason. As the manufacturer became aware of the defect through the results of further tests, which were completed on 14-dec-2021, the decision was made to report this case.